Event description:
The physician reported he was performing an embolization of an aneurysm 3.1 to 4mm in size at the anterior communicating artery (a-com). The physician reported the vessel was very tortuous. A catheter was engaged from the right femoral artery to left internal carotid artery (ica). The microcatheter was advanced to the lesion site with a 90 degree guide wire, and the tip of the catheter was placed to the right side of the aneurysm. The coil in question was inserted into the aneurysm, and successfully placed. However, a bleed was noted after the deployment under angiography. Several coils were deployed to arrest the bleeding, and the bleed was fully stopped. The physician reported that either "the first or second coil went out from the aneurysm". Also, another detachable coil was deployed and the catheter came off of the lesion. As a result, the pt was administered additional general anesthesia, and a hemostasis was noted under the angiography. The physician attempted to approach the lesion again with a microcatheter and was unsuccessful. The pt underwent an additional surgery and is currently doing fine.

Manufacturer narrative:
The device in question will not be returned to boston scientific as the device was implanted into the pt. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If any further significant info becomes available, a supplemental report will follow.